Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient has been scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot/ serial: (B)(6), implanted:(B)(6) 2012, product type: catheter. Product ID: 8596sc, lot/ serial# (B)(6), implanted: (B)(6) 2012, product type; catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had surgery on (B)(6) 2024 to replace their pump due to normal elective replacement indicator (eri). The physician opened the pump pocket and before disconnecting the pump and catheter, they aspirated the catheter from the catheter access port. At first, they were not getting any flow, but then it started flowing slowly. They were able to aspirate the catheter volume. After doing so, they flushed the catheter with preservative free normal saline (pfns) and aspirated again. Then they injected contrast to look for leaks in the catheter. No leaks were found, and the myelogram was successful with the catheter tip seen at t10. The catheter was flushed again and connected to the new pump, with no changes made to the existing catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the company representative (rep) and confirmed with the healthcare provider (hcp) reported that the cause of the inability to aspirate the catheter was not determined. The surgery had not been scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# (B)(6)serial# implanted: (B)(6)2012 explanted: product type catheter product ID 8596sc lot# serial# (B)(6)implanted: (B)(6)2012 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 8596sc, serial/lot #: (B)(6), ubd: (B)(6)2013, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (15 mg/ml at 6.430 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pain gradually returned and the pump wasn't helping like it used to. It was reported that the patient had no falls or injuries recently. A dye study was attempted (B)(6)2024 and the catheter could not be aspirated. It was reported that the patient would be scheduled for a catheter revision. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.